Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that while maneuvering the patient table to reposition a patient, the last two fingers of the right hand of an operator got stuck between the table and the cover. According to the information received, the operator suffered a soft tissue injury on both fingers.

Manufacturer narrative:
Philips investigated this complaint. No damage was found on the table and it was according to specifications. The instructions for use of the system (4522 203 17232, pages 3-14) include a warning regarding access to the longitudinal guiding profiles of the table: ¿personnel should be aware that it is possible to access the longitudinal guiding profiles from underneath the tabletop. Serious injury may result if any part(s) of the personnel present become trapped in the longitudinal guiding profiles¿. Philips has opened an investigation as a follow up for the noted complaint.